Event description:
Healthcare professional reported against keller funnel2 "the manufacturing date and expiration date were swapped in the package label". Device has not been used for implantation.

Manufacturer narrative:
Clarification to d.4: lot number: 23b16c, expiration date: 02/16/2025. Clarification to h.4: manufactured date: 02/16/2023. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the device was not implanted. "Labels swapped the manufacturing and expiration dates."